Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while charging the pump battery a power source alert occurred and pump shut off. Customer changed the power adapter and battery was charged. Customer's blood glucose was 114 mg/dl.